Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was due to a failure of single point load cell #2. The damaged front enclosure and load cell failure were likely attributed to mishandling, such as a drop. During visual inspection, unrelated to the reported complaint, a damaged front enclosure was observed. The observed physical damage appeared to be the characteristics of mishandling. The front enclosure will be replaced to address the issue. A review of the archive data showed (ua) 07 messages; thus, confirming the reported complaint. The archive also showed (ua) 02 (compression tracking error) error messages, unrelated to the reported complaint. The platform failed initial functional testing due to the (ua) 07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. Single point load cell #2 will be replaced to remedy the error. The (ua) 02 observed in the archive was not reproduced. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(6).

Event description:
The customer reported that during shift check, the autopulse platform (sn 35568) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.